Event description:
Reference number (B)(4). Event occurred in germany.it was reported that the patient faced infusion set cannula bent event on (B)(6) 2026.the insertion site was thigh.leakage due to bent.no further information is available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.